Manufacturer narrative:
During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. The end-user reports the mx2+ app remained in focus (visible on screen) after the event occurred, only claims the e3 failed to recognize tapping command. The smartdrive unit was returned to permobil for evaluation due to a report of a device no longer having the ability to power on. This was reported to have occurred "after" the event and is not related to the claim of failure to disengage. Through evaluation, permobil was unable to reproduce the failure as described, thus is unable to reach a determination as to possible cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Received report claiming the end-user was traversing down a hotel hallway and engaged the smartdrive device via double tap of the e3 tic watch. Claims attempting to lock in speed with a single tap, and the device continued to speed up, and when given another double tap to stop, claims the device continued under power, forcing the end-user to maneuver into a wall to stop. No injuries occurred as a result.